Event description:
It was reported that the patient's pump had a worn-out usb port requiring manipulation to connect. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.